Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline fault alarm was confirmed via the submitted log files. A review of the submitted log files spanned approximately 16 days (B)(6) 2020, (B)(6) 2020 ¿ (B)(6) 2020, (B)(6) 2020 ¿ (B)(6) 2020, and (B)(6) 2020 ¿ (B)(6) 2020 per time stamp). The fixed speed was set to 9200 rpm and the low speed limit (lsl) was set to 8800 rpm. The pump maintained a speed above the lsl without issue while the driveline was connected. A driveline fault alarm (error code 16) was intermittently active between (B)(6) 2020 at 22:54 and (B)(6) 2020 at 04:08 due to phase 1 being measured lower than phase 2 & 3. The alarm is automatically silenced with 7.29 software and coincided with yellow wrench alarms. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. System controller, serial (B)(6) , was not returned for analysis. The patient received a driveline repair on (B)(6) 2020 but the alarms persisted. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event was not conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot no external power and driveline fault alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 14sep2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR. Report # 2916596-2020-04196.

Event description:
It was reported that the patient was presented to the vad clinic with driveline fault alarms. The patient has a known short to shield with an orange patient cable. The log file captured driveline fault events that were transient on (B)(6) 2020. It appeared as though one of the wires was having continuity issues but was not become damaged enough to trigger the driveline fault on a consistent basis. Low voltage events were also noted, but they were due to normal battery depletion. The patient underwent a driveline repair and approximately 21.5 inches of the external percutaneous lead was replaced. After the driveline repair, it looked as though the wire was still not in spec from a continuity standpoint and in time would trigger a driveline fault again. The log file captured driveline fault events on (B)(6) 2020. The external driveline replacement performed on (B)(6) 2020 did not remove the section of the driveline causing the faults. This indicates that the section of the driveline causing the faults is internal. The conductor causing the driveline faults did not appear to be completely fractured. Upon further review of the log files, a controller exchange was found on (B)(6) 2020. It is unknown why the controller exchange occurred.